Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose, at a reported high of 401 mg/dl, shortly after a full supply change on an ilet system, and troubleshooting identified no immediate mechanical issues, no drops from fill tubing, and the user was guided through a site-only supply change, after which glucose trended down; the event was categorized as high glucose with an infusion set concern and an occlusion that resolved only after the supply change, with troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included return of glucose to target range without hospitalization. Investigation included user interview, review of device use and troubleshooting steps, and assessment of infusion set function. Investigation of this case revealed that the most probable issue was an infusion set or infusion site problem leading to an occlusion that impaired insulin delivery until the site was changed. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or site-related occlusion resolved by replacing the infusion site and reinforcing proper supply change technique.